Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set broke off during the night. Reportedly, tube came loose from the quick release part leaving the quick release on the site while the tube was hanging loose and as a result insulin did not go into the patient's body resulting in high blood glucose level over 20 at one point. The patient treated herself with mdi (multiple daily injections) to lower her blood glucose down. The infusion set was inserted day before in the morning. No further information available.